Manufacturer narrative:
Analysis description: final analysis found insulation abrasion breaching the outer insulation and exposing the outer coil at 8.2 cm ¿ 8.4 cm from the connector pin. The abrasion was consistent with constant friction to another implantable device. This likely caused the reported complaint in the field.

Manufacturer narrative:
UDI (di): (B)(4).

Event description:
It was reported that the ventricular lead exhibited noise. The noise was reproducible with isometrics. The lead was explanted and replaced. The patient was well post procedure.